Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-14102021-0001060128 submitted for adverse event which occurred on (B)(6) 2011. Mwr-14102021-0001060129 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, multiple adhesions, adhesions to small intestine and mesh, tear in mesh and bowel blockage. No additional information was provided.